Manufacturer narrative:
The instrument arrived in a contaminated condition. There is a clear visible charring at the left side of the upper jaw. Investigation: test and analysis equipment: digital-camera "panasonic dmc tz8." Visible inspection of the jaw was completed and except the blood soiling and charring, there were no additional abnormities. Mechanical function was checked, the clamping and the cutting function worked well. The manufacturing documents have been checked and found to be according to specification valid during the time of production. One probable root cause in cases like this is a not proper cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage created by wrong handling during cleaning the electrodes. A damage during rf- generator failures can be excluded. Because there is suspicion of a design related aspect to the failure, we have entered this failure mode into our corrective and preventative actions system so are working on a solution.

Event description:
Information provided from facility filed med watch report (B)(4): sparks in the jaws while being used.